Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts provided troubleshooting options, with further examination recommended. At a later date, this s-ICD had its therapy delivery turned off due to concerns of inappropriate therapy. Ts was consulted and discussed available programming and troubleshooting options. This s-ICD was subsequently explanted and replaced, with the issues observed attributed to insulation damage on the systems electrode. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts provided troubleshooting options, with further examination recommended. At a later date, this s-ICD had its therapy delivery turned off due to concerns of inappropriate therapy. Ts was consulted and discussed available programming and troubleshooting options. This s-ICD was subsequently explanted and replaced, with the issues observed attributed to insulation damage on the systems electrode. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.